Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrections. Updated fields. Corrected fields: a2 - age units (ni), a6 - race (ni). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. No device problem found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump had a malfunction were sometimes the water did not stop. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flushing pump had a malfunction were sometimes the water did not stop. There were no reports of patient harm.